Manufacturer narrative:
(B)(4). Visual inspection of the returned tasp exhibits signs of repeated use (nicked & gouged). The tasp has fractured and not all the pieces were returned. Complaint is confirmed. Lot identification was not provided, therefore review of the device history records were not reviewed. Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
It was reported that during total knee arthroplasty while removing the poly trial from the patient, the +0mm tasp broke. The top piece that connects to the corresponding poly trial broke off. This dislodged the shim and the entire trial would not stay in the locked position any longer.